Event description:
Procedure type: lobectomy. According to the reporter: the first reload on the endo gia stapler jammed and would not release from the resected area. The surgeon ligated the pulmonary vein with suture and removed the stapled suture line/reload. Prolongation of surgery time by more than 30 min. Full recovery of patient.

Manufacturer narrative:
(B)(4).